Event description:
Family member of apnea monitor pt reports that apnea monitor "must have come unplugged because the lights were not on". Reporter asked if the monitor alarmed and they said "no". Pt had apnea and bradycardic events and expired in the am.